Manufacturer narrative:
(B)(4). Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of a toric intraocular lens, model zct400, was performed on the eye of a female patient because there was miscalculation of astigmatism. There were no issues with the lens. There was no incision enlargement or vitrectomy conducted. The replacement lens was a monofocal, model zcb00. The patient was fine when discharged. No additional information was provided.